Manufacturer narrative:
This supplemental report is being submitted to additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The cause of the reported phenomenon was that the electrical board has failed. The exact cause of the failure of the electrical board could not be conclusively determined. However, due to the stain on the screen, it has been used continuously for a long time, and it is presumed that it has been continuously energized in a high temperature environment. It is presumed that this effect caused the electrical board to deteriorate faster and accidentally failed.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the phenomenon was duplicated. The electrical board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not be turned the power on. As a result of checking the subject device with olympus service operation repair center (sorc), the phenomenon was duplicated. There was no report of patient injury associated with the event.